Event description:
It was reported the patients blood glucose level rose to over 250 mg/dl while wearing the pod the patient also reported pod was alarming. As treatment the patient removed the pod.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the slide insert visible in the viewing window and the linkage assembly fully retracted, however the soft cannula was not visible in the bottom housing window which indicates that the exposed portion of the soft cannula was damaged. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in order to download the data. The download data showed that an 0x40 alarm had been generated, indicating that the maximum open count had been exceeded. The download data showed no change in pulse width, however the rotational sensor showed abnormal rotational sensor data which caused the alarm. The data showed a single open pulse followed by closed pulses for the rest of the run, indicating the rotational sensor circuit was closed by fluid contact. Inspection of the fluid path found the soft cannula to be torn down to the internal portion. The soft cannula length was measured to be out of specification at 0.4095 inches. Fluid was unable to flow through the complete fluid path due to the shortened cannula and the full fluid path was unable to be tested for leaks. It could not be conclusively determined when or how this damage occurred. Corrosion was observed on the pcb assembly and fluid contamination was observed on the commutator cap. The exact cause of the corrosion and fluid contamination could not be determined. No cracks or damages were observed to the pod housing and the complete fluid path could not be tested for internal leaks. The fluid contamination can be confirmed as the cause of the 0x40 alarm.